Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5.0cm abdominal aortic aneurysm. Vessel morphology was reported as the diameter of the upper proximal neck is 20 mm and the diameter at the aneurysm entry is 19.8mm. It was reported that the patient visited the hospital with complaints of right leg feeling cold. Further evaluation revealed that the limb had occluded due to a possible radial force produced by the small vessel size of the occluded section 18mm of the ipsilateral limb. No additional clinical sequelae were reported and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4).